Manufacturer narrative:
This product is available for testing and eval, but it has not begun as of this writing. Additional info received will be submitted within 30 days upon receipt.

Event description:
During pci in the circumflex of a pt, the balloon did not hold pressure under 12 atm. It was believed that there was a balloon leak. It resulted in air embolism in the pt's coronary. The pt's blood pressure dropped and she experienced chest pain. After treatment with fluids the pain resolved. Post-dilation was conducted with another balloon and the procedure was completed. There were no further adverse effects to the pt and the product will be returned for analysis. Additional details regarding the event are not available.